Event description:
It was reported that a patient underwent a revision procedure on (B)(6) 2015 due to rotator cuff irritation. During the procedure, a humeral nail, two (2) 4mm locking screws, and one (1) end cap were removed. It was noted that the nail had not ¿sunk down enough¿ and was ¿sticking up laterally.¿ this outcome was attributed to the technique used during the initial procedure that took place on an unknown date in (B)(6) 2013. The fracture was healed and no complaints were made against the devices. The procedure was completed successfully with no reports of surgical delay. This report is for one (1) unknown end cap. This report is 3 of 3 for (B)(4).

Manufacturer narrative:
(B)(6) date of onset for postoperative pain/irritation is unknown. This report is for one (1) unknown end cap. Device was originally implanted on an unknown date in (B)(6) 2013. Complainant part is not expected for return. PMA/510k unknown, as specific part and lot numbers for the complainant end cap were not provided. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.